Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, pacing system analyzer (psa) measurement could not be performed due to noise. Another lead was used and the procedure was completed without any adverse consequences to the patient. Patient was stable.